Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz a hi 60mm, pn 11-301311, ln 380530, act artic hd arcom xl 28x54mm, xl-200160, ln22790, arcos 14x190mm spl tpr dist, pn 11-300914, ln904630, unknown shell, pn unknown, ln 350640, gtr plate, pn 00223200204, ln 56670621. MDR: 0001825034-2019-05026, 0001825034-2019-05027, 0001825034-2019-05028, 0001825034-2019-05030. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. It is indicated that the patient may have a possible infection; however, this was not confirmed. All products removed. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Pictures of explanted product were provided and identified the devices were covered with blood and tissue. The head is assembled in the liner. Damage was observed on the devices and was likely caused during the removal. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.